Event description:
Pt undergoing therapeutic plasma exchange (tpe) treatment. Within 40 mins. Of the procedure, pt complained of "feeling funny" with some tingling around the mouth. The procedure was stopped; 1500 ml of albumin at a flow rate of 68ml/min was infused during the 40 min before the procedure was stopped. The pt was monitored post procedure by staff and evaluated by a physician. After evaluation by a physician, pt was given lasix and discharged home that same day.

Manufacturer narrative:
The united states agent for the product listed is fresenius kabi, USA llc. The tpe disposable sets (part #9400451, lot #bat051) used with the name device have been returned to the fresenius mfg site for investigation. All results from the investigation will be sent as a follow-up to this MDR report.